Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that when their tongue is against their bottom aligner it gets very irritated. Patient requested help. Patient provided information for filing the sharp edge.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.